Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, while tracking the device over the wire, a flared strut was noted on the distal edge of the stent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 03:45 pm CT.the report number is being corrected from: 2134265-2018-64041to: 2134265-2018-62919.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, while tracking the device over the wire, a flared strut was noted on the distal edge of the stent. The procedure was completed with a different device. No patient complications were reported. Synergy ii us mr 3.00 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the first proximal stent strut row, stent struts were lifted. The undamaged distal section stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edges of the tip. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft during analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.